Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had passed out from a low blood glucose and was not mentally functioning. Customer stated that he was at home and his mom called the police. The police broke down the door and the ambulance took him to the hospital. Customer was supposed to be attached to the continuous glucose monitoring system while he was on the pump, but he had not attached it yet. Customer has add and he got distracted when he was trying to go eat. Customer was going to connect to the continuous glucose monitoring system later after breakfast. Customer was admitted around (B)(6) 2014. Customer stated that after the hospital, he went to rehab. Customer was out on a run to get in shape and was on his anti-depressant. Customer was in the hospital for at least a week before going to rehab. Customer does not remember and stated that he was in rehab for 3-6 months due to memory loss. Customer stated that his memory is better but he cannot find the pump currently.